Manufacturer narrative:
Siemens filed the initial MDR on 30nov2021. Additional information (28dec2021): a customer contacted siemens to report that a falsely depressed creatinine patient result was obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the data provided. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. While there is insufficient information to determine the cause of the event, siemens could not rule out pre-analytical variables or sample specific issues as contributing factors. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report a falsely depressed enzymatic creatinine result obtained on an atellica ch 930. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine (ecre_2) patient result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine (ecre_2) patient result.